Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: tp1a.220624.014.n981usqsehyh1, hardware: sm-n981u, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the hip/buttocks for approximately 4 to 24 hours, with the event occurring two days prior to the report. The patient reported that the cannula did not insert into the skin. The patient reported blood glucose of 400 mg/dl when attempting a correction bolus, with no observed decrease in blood glucose. Upon removal, the patient¿s spouse reported wetness beneath the cannula area, suggestive of insulin leakage. The following day, the patient reported seeking medical evaluation, receiving unspecified medication, and being diagnosed with a viral infection.